Event description:
The user received a questionable creatinine jaffe result for one patient sample. The initial result was 4.5 mg/dl and was reported outside the laboratory. Because of the high result, the patient was sent to an emergency department to be redrawn on (B)(6) 2011. The result from the redraw sample was 0.7 mg/dl. The user stated because the redraw result did not match the original result, on (B)(6) 2011 the laboratory pulled the original sample and retested it with a result of 0.8 mg/dl. No treatment other than the redraw venipuncture was performed based on the initial result. No adverse effects were alleged regarding the event. The creatinine jaffe reagent lot numbers were 63599101 and 63447601. The field service representative determined the gear pump head and rinse height was out of adjustment and the tubing on the waste line was clogged. He adjusted the gear pump head to the proper pressure, adjusted the wash height of the detergent nozzle and decontaminated and cleaned all debris from the waste tubing. To verify the analyzer operation, he ran the patient sample with a result of 0.8 mg/dl and ran precision testing.